Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. No capture, high / undefined impedance, no sensing and lead fracture were noted on the right ventricular (rv) lead. The lead was capped. No further patient complications have been reported as a result of this event.